Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed as planned by using the same system. The philips remote service engineer (rse) analysed the system remotely and identified that the c-arm moves in both directions. Philips field service engineer (fse) inspected the system onsite and unable to confirm the reported issue. The system was working with full functionality. Few days later, the bow makes extra movement issue had occurred. Fse went onsite and adjusted the screen resolution. After adjusting the screen resolution from 1920 x 1080 to 1280 x 1024, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm moved in roll direction also during propeller movement. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.